Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced moisture damage, button error and missing segments/partial display. The customer's blood glucose value was unknown. The customer stated that he had a pump in a water proof case and it leaked. The customer reported fluid under the lcd display. The customer reported a black horizontal line in the middle of the screen. The customer also reported missing segments as the pump was unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
All buttons functioning properly. However, found slight corroded keypad traces. The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor. Moisture damage was found on the electronics assembly. The insulin pump passed displacement test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no missing segments or partial display noted. The insulin pump had cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted.